Manufacturer narrative:
The device was not returned to olympus for inspection however inspection performed by field service and the reported failure was confirmed. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported monitor won't turn on, on an olympus high definition liquid crystal display monitor. There were no reports of patient harm.